Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc), the blue fiber receptacle, and the blue fiber pigtail in the robot. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered error 31089 and non-recoverable fault 170 stating that there was a communication issue and asking to reboot the system. Prior to contacting the technical support engineer (tse), the customer hard power cycled the system with no improvement. The tse checked the error logs and confirmed the presence of the mentioned errors. The tse guided the customer to hard power cycle the system and reconnect all blue fiber cables (bfc), which led to the system powering on normally. The customer called back after a while explaining that the error came back and they were going to convert the surgery to laparoscopic as they had lost too much time and were concerned about using the system. The tse contacted the clinical sales representative (csr), as the customer was not keen to do any further troubleshooting at the stage of the surgery. The csr explained that they would visit the hospital later on and would call back for further troubleshooting. The csr called back from the operating room and the tse guided to change the bfc configuration, connecting at first the console bfc in the first connector (as it was before in the second one), and to the tower connector 2, which was unused before. Then tse guided the csr to connect the robot to tower connector 1, which was connected to the console before. The tse asked the csr to leave the system on for at least 10 minutes and there was no failure. The tse then asked the csr to change the bfc configuration to the original one and there was again no failure. The tse confirmed that it was most likely due to bfcs not being correctly connected previously and the csr commented this to customer, who would use the system that afternoon in the next procedure. The procedure was converted to laparoscopic surgery with no reported injury.